Event description:
It was reported that pump battery depleted rapidly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and technical support was unable to confirm the reported battery issue, so no further corrective action was documented.